Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Two infusion sets used by the patient were reported to have leaked insulin during use. The most recent incident occurred on the same day following morning site placement, when blood glucose levels rose to 363 mg/dl. The adhesive at the site was found to be wet, suggesting possible insulin leakage during a hike. The patient administered a corrective dose of 20 units of humalog via injection and subsequently replaced the infusion site. The cannula appeared to be properly inserted, with no visible abnormalities at the insertion site. The event involved the patient but resulted in no harm.